Event description:
It was reported that the device was in back-up mode. A software download was initially successful but the device reverted to back-up mode. Subsequently, the device was replaced.

Event description:
Helix remains in right atrium.

Manufacturer narrative:
Analysis found the device to exhibit back-up mode due to multiple bits being flipped, but this was corrected by a download in the field. Eri was noted at preliminary analysis but was cleared. The measured battery voltage ranged from 2.67 v to 2.68 v indicating the device had not reached eri with nominal settings.